Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 135 mg/dl. The customer stated that he changed the battery of the insulin pump and the pump took a long time to turn on and would intermittently turn on and off. Troubleshooting was initiated for the failed battery test. The customer does not recall any significant events leading to the battery issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.